Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a replace battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also stated that the alarm occurred twice in less than eight hours after a low battery warning even though the battery was not previously used. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated from adapt program shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.